Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several episodes of non-sustained right ventricular oversensing noted on the remote transmission. In several of these episodes, the amplitude of the noise is equal to or larger than paced events. The lead will be monitored. The patient was stable.